Event description:
It was reported that a tumour patient had a previous distal humeral resection with implantation of comprehensive srs/nexel total elbow. It has now stated that approximately 1 year post implantation, the cemented distal humeral stem has become loose. The patient was revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 110029825, compr srs 60mm dst hum bdy lt, lot # 554610. Catalog #: 211224, compr srs ic seg - 30mm, lot # 058640. Catalog #: 00-8400-095-00, articulation kit size 5/6, lot # 64495701. Catalog #: 00-8400-090-00, humeral-screw-kit, lot # 64759527. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) updated: b4, b5, g3, h1, h2, h3, h6, h10. Reported event is confirmed periprosthetic lucency surrounding the intramedullary stem of the humeral component, consistent with loosening and malpositioning in which the proximal tip of the stem is eccentrically positioned and likely breaches the lateral cortex of the proximal humerus. Besides the described periprosthetic lucencies surrounding the stem, bone quality appears normal. Visual examination of the returned provided picture identified explanted humeral stem. However, conclusions cannot be drawn about the alleged event. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.